Event description:
Boston scientific received information that during a routine device check oversensed noise was observed on the rate/sense channel of this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead. It was reported that the patient is pacer dependent and pacing inhibition was observed for five seconds due to the noise. It was found that the patient was undergoing a procedure at the time of the episode. It was unknown if a magnet was used to inhibit tachy therapy during the procedure. Additionally, an elective pocket revision procedure was planned. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.